Manufacturer narrative:
Complaint (B)(4).: no samples were received for evaluation. Received customer pictures. We have no further inventory of the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Based on gbo product specialist observation report, two blood collections using 454351 lots b251233g and b250833s exhibited fill volume under the minimum fill marker when using a syringe attached to the port line. Based on the pictures in the observation report, a syringe + btu were utilized. Additional blood draws were performed with a safelink holder on the port line, and both lots showed acceptable fill volumes.